Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.